Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer unintentionally delivered a bolus they did not need. The customer's blood glucose (bg) level subsequently decreased to 43 mg/dl. Customer consumed carbohydrates to address bg. Tandem technical support assisted caller with setting up a security pin to avoid accidental insulin delivery.